Manufacturer narrative:
B5 --product returned for investigation. --exterior physical visual inspection: passed. --voltage measurement: failed. D9--yes. Returned to manufacturer. H3 --yes. Evaluation summary attached . H6 --10, testing of actual/suspected device.

Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and failed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.